Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. It was identified that the oxygen (o2) solenoid valve was bad and leaking. The customer was provided the part number for the o2 solenoid valve. The customer reported that the o2 solenoid valve resolved the issue. The ventilator was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed the high pressure leak test during performance verifications test (pvt). The ventilator was not in use on a patient at the time of the event occurred.